Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("one of the inserts perforated the uterus and came out with it") in a (B)(6) female patient who received essure for female sterilization. On (B)(6) 2015, the patient started essure. On (B)(6) 2016, 682 days after starting essure, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (full hysterectomy performed on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. Quality-safety evaluation of ptc: conclusion unconfirmed quality defect - but plausible final assessment sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-apr-2017: no response was received from reporter to follow-up requests. Company causality comment: this spontaneous case report, reported by a physician, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("one of the inserts perforated the uterus and came out with it") which was discovered almost two years after insertion. Essure was removed via full hysterectomy. Uterine perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date when the perforation occurred and its mechanism are not known, however, considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). The product technical assessment concluded a quality defect was not confirmed but considered plausible. Despite follow-up attempts no further information was obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: conclusion unconfirmed quality defect - but plausible. Final assessment sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: ptc final investigation result received. Company causality comment: this spontaneous case report, reported by a physician, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("one of the inserts perforated the uterus and came out with it") which was discovered almost two years after insertion. Essure was removed via full hysterectomy. Uterine perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date when the perforation occurred and its mechanism are not known, however, considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). The product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information has been requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("one of the inserts perforated the uterus and came out with it") in a (B)(6) female patient who received essure for female sterilization. On (B)(6) 2015, the patient started essure. On (B)(6) 2016, 682 days after starting essure, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (full hysterectomy performed on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. Company causality comment: this spontaneous case report, reported by a physician, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("one of the inserts perforated the uterus and came out with it") which was discovered almost two years after insertion. Essure was removed via full hysterectomy. Uterine perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date when the perforation occurred and its mechanism are not known, however, considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought and further information has been requested.